Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0274896. Medical device expiration date: 2023-10-31. Device manufacture date: 2020-09-30. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from each lot number provided were taken at random and each used to draw 5 bd vacutainer tubes with water. The water was drawn from an elevated reservoir to simulate venous pressure. In none of the 20 cases did leakage occur, and all the non-patient sleeves remained intact throughout. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle there was blood splatter or leakage or other sample leakage from the device. The following information was provided by the initial reporter: translated to english. The customer stated: "a nurse reported to us twice a problem of blood leakage during her blood sampling : after having screwed her eclipse signal needle on her pump body, pricked her patient and inserted her tube, the blood flowed partly in the tube and partly in the tulip : the patient being difficult to sample, she made the choice to continue the blood sampling and to fill the tube, but she found herself with blood on her hands, on the table".